Manufacturer narrative:
Initial reporter complete facility name: (B)(6) university the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), 2026, during placement of a ureteral stent for dilation due to ureteral stenosis, the ureteral stent was difficult to place as it developed a bend, making it impossible to place the stent smoothly; therefore, after clinical judgment, a new package stent was used and the operation was completed successfully with the stent placed smoothly.